Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise noted as hvr episodes and short bursts of inhibition. Noise was reproducible with pocket manipulation. Programming changes were performed and the patient was in stable condition.